Event description:
The facility reported a fail code 703. Information was provided regarding the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that ther have been no reports of any patient incident involving this pump since last baxter service event.